Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic and the pairing was restored. There were no patient consequences reported.

Event description:
New information received indicated that the implantable cardioverter defibrillator was in telemetry lockout. The pairing was restored by interrogation.